Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling dizzy and thought the implantable cardioverter defibrillator (ICD) may have ¿went off¿ due to warmth in extremities. The patient was admitted to the emergency room (ER). A device interrogation revealed no device issue; however, the right atrial (ra) lead has far field r-wave (ffrw) oversensing and the right ventricular (rv) lead was found to have undersensing. The device, the ra lead and rv lead remains in use. No further patient complications have been reported as a result of this event.